Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-2138-70 serial # - (B)(4) description - linear lead, 70 cm with pre-loaded 0.012 inch stylet.

Event description:
A report was received that the patient underwent a lead revison. The patient had lost weight (not device related) and as a result the tension loops on the leads had become too superficial underneath the skin causing irritation. The physician removed a couple of prominent sutures from the leads and more sutures were placed burying the leads deeper.

Manufacturer narrative:
A review of the manufacturing documentation of the leads revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient underwent a lead revison. The patient had lost weight (not device related) and as a result the tension loops on the leads had become too superficial underneath the skin causing irritation. The physician removed a couple of prominent sutures from the leads and more sutures were placed burying the leads deeper.